Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Customer's blood glucose was 220 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.